Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Device evaluation: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the defective lcd display. The lcd display will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed tersting, the device's display was completely white upon powering on. Complainant indicated that there was no patient involvement in the reported malfunction.